Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse disassembled the display, checked the connections and replaced the video receiver board. The fse then checked the coiled display cable. Function was tested and the unit passed all tests and was working in accordance to factory specifications. The iabp has been cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced a monitor issue (display flickering). This event was discovered during service/test by the customer. There was no patient involvement, thus no adverse event was reported.